Event description:
Caller states the inform meter shows signs of melting. Black plastic surrounding connector pins is melted. The plastic is melted and covering the pins. Caller is unable to tell if any of the pins are bent or burnt because of the melted plastic. There are no issues with the base. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.